Event description:
The hosp reported that the inspiratory time and the expiatory time had increased, the pt started to deteriorate with heart rate, blood pressure and oxygen saturation decreasing. There was no alarm going off on the ventilator. After the ventilator was exchanged they could not get it to repeat the same problem.